Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient developed an allergic reaction when the bd¿ arterial cannula was used on them. The right forearm became swollen and a magnesium sulfate was applied externally, along with xiangdan 20ml. Arteriovenous ultrasonography was performed, and the following morning, the patient's swelling and condition had improved. The following information was provided by the initial reporter, translated from chinese: "2023.9.5 16:50 after the doctor assessed that the aellen test was negative, the arterial indwelling needle was inserted through the brachial artery according to the doctor's advice, and the operation was smooth and no abnormality was found. On (B)(6) 2023, 21:00 the patient's palm was white with no swelling. The arterial indwelling needle was removed and close observation was performed. (B)(6) 2023, 08:00 the patient's right forearm was swollen. The arm was elevated and magnesium sulfate was applied externally. At 08:20, there were a few speckles on the arm, and at 09:00, the patient had obvious speckles on the right palm. Xiangdan 20ml ivgtt *2d treatment was given to the patient. During infusion, the patient complained of pain in the right forearm and elbow, but did not complain of distension pain. 14:10 the patient underwent right upper extremity arteriovenous ultrasonography and no obvious abnormality was found. On (B)(6) 2023, in the morning, the patient's speckle and swelling improved. On (B)(6) 2023, the patient is discharged. On (B)(6) 2023, telephone follow-up of the patient did not show any discomfort."

Manufacturer narrative:
There is an endotoxins test after sterilization. There is no qn raised for failed endotoxins test results. No photo was received. No sample was received. If there were samples returned the sample can be investigated on the cause of the needle defect. The complaint will re-open when there is a sample received. The complaint trend will be tracked and monitored.

Event description:
(B)(6) 2023 16:50 after the doctor assessed that the aellen test was negative, the arterial indwelling needle was inserted through the brachial artery according to the doctor's advice, and the operation was smooth and no abnormality was found. (B)(6) 2023 21:00 the patient's palm was white with no swelling. The arterial indwelling needle was removed and close observation was performed. (B)(6) 2023 08:00 the patient's right forearm was swollen. The arm was elevated and magnesium sulfate was applied externally. At 08:20, there were a few speckles on the arm, and at 09:00, the patient had obvious speckles on the right palm. Xiangdan 20ml ivgtt *2d treatment was given to the patient. During infusion, the patient complained of pain in the right forearm and elbow, but did not complain of distension pain. 14:10 the patient underwent right upper extremity arteriovenous ultrasonography and no obvious abnormality was found. (B)(6) 2023 in the morning, the patient's speckle and swelling improved. (B)(6) 2023 the patient is discharged. (B)(6) 2023 telephone follow-up of the patient did not show any discomfort.